Event description:
The device was used during a lobectomy. Reportedly, the instrument closed and fired and upon opening the instrument, no staples were present. The surgeon manually sutured and the pt received blood. The hosp has reported the pt's condition is satisfactory.